Event description:
Rptr calling following a new report on problems with trocars. Spouse had an angioplasty and the dr indicated that as they came out, they "snagged the aorta" and the rptr assumes that the trocar did the damage. Required 6 surgeries in 4 days because bleeding everywhere including 8 hr open heart surgery in which had to leave chest open; surgery due to bleeding and severe swelling at site of angioplasty (groin). All 6 surgeries to repair sites of bleeding. Had extended stay in ICU/hosp, mechanical ventilation, was paralyzed initially, grossly swollen all over. Has had a prolonged recovery including physical therapy due to trouble walking, homecare, an add'l surgery to correct problem in shoulder which was a result of incorrect stitching and positioning during heart surgery. States problem was initially misdiagnosed and treated with physical therapy. Reporter states that the incident has changed them - "now like the walking dead"; has never been the same which is a change from what had been an active lifestyle. Will be in "heart therapy" for rest of life. Rptr calling due to concern for others and removal of trocars from market if they are a problem.